Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.